Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was "messed up and not working right" since (B)(6) 2013. It was stated the manufacturer representative changed the device to program b. It was also noted a couple days prior to report the manufacturer representative helped them change the device to program a, but it "was not working like before." The caller called the manufacturer representative and was waiting to hear back.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).